Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharge below the 25% rsoc threshold. Logs also revealed several critical battery alarms that were most likely due to a communication error. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and batteries. The root cause of the reported double disconnect can be attributed to a disconnection of both power sources. Log analysis revealed the vad stop alarm was due to a driveline disconnection. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015; data from (B)(6) 2015 to (B)(6) 2015 - normal power consumption. Additional notes: one (1) vad disconnect alarm logged on (B)(6) 2015. One (1) critical battery alarm was logged on (B)(6) 2015. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that the patients log files "showed forty-two (42) double disconnects since (B)(6) as well as critical battery alarms". "Exchange of controller was recommended by manufacturer representative, if tolerable due to the amount of double disconnects". "Perfusionist stated, patient is compliant, as well as regarding the vad disconnect alarm on (B)(6)." Because of the "different power ups and double disconnects," it was "agreed about controller exchange suspecting loosen contacts of power ports, this will be done on next routine second half of (B)(6)," as there is no stock." No additional information provided.

Manufacturer narrative:
Additional information was received: it was stated that controller exchange was performed "without problems and that the problem solved until now." Heartware will submit a supplemental report when new information becomes available.